Manufacturer narrative:
As part of the investigation, staff consulted with the physician, who provided their assessment and comparison with similar recent cases. The physician reported that this issue has occurred in three consecutive procedures involving the use of a 6 fr short sheath. Notably, all affected patients were female. The physician suggested that patient straining due to pain during device removal and hemostasis particularly in psvt procedures performed under light sedation may have contributed to the difficulty. In contrast, a 6 fr short sheath was also used in a separate pvc case involving a male patient. Although some resistance was encountered during vascade removal, the device was successfully removed with moderate force. Regarding collagen hydration time, the physician noted that in one instance the second vascade device deployed using the clip method also did not release easily. Based on this observation, collagen hydration time is not considered a contributing factor to the issue. The vascade mvp was returned and the evaluation is ongoing therefore upon completion a supplement report will be submitted accordingly.

Event description:
The patient underwent an ablation procedure for the treatment of paroxysmal supraventricular tachycardia (psvt). Hemostasis was achieved using two vascade mvp closure devices deployed through 6 fr short sheaths and one sl0 sheath. Using the clip method, hemostasis was performed from the distal (foot) side in the following sequence: sl0 sheath (which had replaced a 7 fr short sheath), followed by the two 6 fr short sheaths. The collagen plug of the third vascade device was deployed, and after a 40-second count, all devices were withdrawn. The vascade device at the sl0 puncture site was removed without difficulty. However, the two devices associated with the 6 fr short sheaths became lodged in the subcutaneous tissue and could not be removed using standard technique. The physician ultimately removed the devices by making small incisions at the puncture sites with a scalpel. Hemostasis was not immediately achieved and required manual compression for more than 15 minutes.